Event description:
A revision surgery was reported. No product has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event.

Manufacturer narrative:
Information about the complaint: the m.blue was explanted due to a malfunction. Manufacturing and quality control data: due to limited information and the absence of investigations, our investigations are limited to the traceability of manufacturing and quality assurance data. Conclusion information: we were unable to investigate the m.blue because we did not receive any product for further analysis. However, it is possible that deposits have impaired the function of the product. Deposits due to natural substances in the csf, such as protein, blood or tissue particles, as well as blockages are among the known and unavoidable risks and side effects of hydrocephalus therapy. A final clarification of what has led to a malfunction would only be possible by an examination of the product possible further actions: from our point of view, no further regulatory actions are required.